Event description:
Additional information was received indicating that the patient has been scheduled for reimplant surgery.

Event description:
It was reported that the recently re-implanted vns patient underwent surgery on (B)(6) 2014 to explant her generator due to infection. The lead was not explanted. The generator pocket was washed-out and cleaned with antibiotics. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.